Event description:
Customer reported observing no sample or diluent in wells a11, b11, and c11 when performing the ortho hcv 3.0 elisa. No error message was generated by the instrument. An fse was dispatched and replaced the number 11 collet. Diagnostics checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.